Manufacturer narrative:
No device investigation was performed since the device was not returned to the manufacturer. A review of the device history records could not be performed due to the fact that a device model number or lot number was not provided.

Event description:
This event is deemed reportable based on the allegations in the lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's mesh product. Pt was diagnosed with a ventral hernia and recommended surgery. Surgery was performed on (B)(6) 2010, where a mesh implant was used to repair the ventral hernia in her. Pt was discharged on (B)(6) 2010. On or about (B)(6) 2010 pt returned to hospital because she was continuing to experience severe abdominal pain and she was told that the pain was the result of scar tissue and to allow more time for healing. On or about (B)(6) 2012, pt had a CT scan. On or about (B)(6) 2012, pt was told that there was a problem with the mesh used for the ventral hernia repair and that she need a second surgery. Second surgery was performed on (B)(6) 2013. Since this is a legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery will fall under the attorney/client and/or work product privilege. However, atrium will supplement this report if additional info comes to its attention.